Event description:
It was reported to philips that the system did not boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Upon troubleshooting, fse found the defective power supply. To resolve this issue, power supply was replaced by customer. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.